Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and determined the batteries were in need of replacement due to an invalid statement on the voltage screen. The stm returned to the site and replaced the batteries and observed that the purge assembly was leaking and the drive assembly was non-functional. To resolve these issues, the stm replaced the purge assembly and the drive assembly. All calibration, functional and safety tests were performed to meet factory specifications and the iabp was then returned to the customer and cleared for clinical use. (B)(6).

Event description:
It was reported that before use on a patient, the cs300 intra-aortic balloon pump (iabp) would not charge the batteries properly. There was no patient involvement and no adverse event was reported.